Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). S/w 4.10e. The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. The device uploaded properly using carelink. The device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
(B)(4). Customer concern: needs sensor replacement. Had blood at site earlier. Has high bg as well but feeling fine so declined ts. (B)(4) doc: site issues document the location, size and shape of the site issue: abdomen document description of the site issue: blood at site is customer reporting a skin issue associated with product insertion site?: yes is customer reporting bruising, hematoma, blood at site?: yes is the site actively bleeding at the time of call?: no explain possible cause of blood at site is that product may have been inserted in a capillary/blood vessel. Would customer like to continue troubleshooting site issue(s)?: no is non-serialized product being replaced?: yes inform customer about product replacement policy document replacement mmt number and quantity: 1 mmt-7020b is non-serialized product being returned?: no (B)(4) doc: high bgs/under delivery what led up to the event?: not using sensors document current bg value: 247 mg/dl is customer currently reporting any symptoms related to their high bgs?: no does customer feel ok to troubleshoot?: no suggest calling hcp and following the guidelines outlined in the IFU, or seek medical attention and call back to troubleshoot. Advise customer the symptoms they have expressed may be indicative of the possible onset of dka: yes inquire if customer would like to stop now and contact their hcp, or if they wish to proceed. Document customer response: contact hcp was customer using the minimed 670g system with the auto mode feature active at time of high bg event?: no explain the 2 high bg rule. Consider changing the insulin, reservoir, and infusion set: yes advise to call back for assistance. Advise we may perform a follow-up attempt to obtain missing information if necessary: yes.